Event description:
It was reported that the pacing lead impedance measurements of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system were less than 200 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there were stored ventricular episodes due to t-wave oversensing. Anti-tachycardia pacing (atp) was delivered during one episode. Tachycardia therapy for this device was turned off due to oversensing. At this time, there is no plan for revision. No adverse patient effects were reported. Currently, this crt-d remains in service.